Manufacturer narrative:
Details of complaint: the customer reported they were losing the patient's name every two hours on the bedside monitor (bsm). At the central nurse's station (cns) they received "data interrupted" and "data receiving" error messages, as well as "comm loss" intermittently. No patient harm or injury was reported. Investigation summary: during a follow-up with the customer, it was identified that the cause of the issue was a damaged network cable from the bsm to the hyper isolation transformer (hit). They indicated that after the cable was replaced the problem had stopped. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, the most probable cause of the issue is cable damage. Cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible contact with other objects or people are more susceptible to physical damage. Possible root causes for cable damage are normal wear and tear or mishandling. There was no malfunction of an nk device, but rather a damage network cable.

Event description:
The biomedical engineer (bme) reported that exam room 18 was losing patient name approximately every two hours. This forces the biomed and the staff to re-enter the patient data. When at the central nurse's station (cns), they noticed a message displayed 'data interrupted', then 'date receiving' as if it were back filling data. It intermittently was going into communication loss.

Manufacturer narrative:
The biomedical engineer (bme) reported that exam room 18 was losing patient name approximately every two hours. This forces the biomed and the staff to re-enter the patient data. When at the central nurse's station (cns), they noticed a message displayed 'data interrupted', then 'date receiving' as if it were back filling data. It intermittently was going into communication loss. Nihon kohden technical support (tech support) asked about software versions for all devices connected in exam room 18; but since the patient is positive for covid, they could not provide the software versions for the cns, and the bedside monitors bsm-6301a and the bsm-1700 series. The biomed later stated that this issue has been resolved. They stated it was an intermittent problem in the exam room. The exam room had a bsm- 1700 series mated to a bedside monitor. The cns would show communication loss, and then the patient name would disappear on the cns. The biomed found that the network cable from the bedside monitor to the hyper isolation transformer was damaged. This cable was replaced and the problem has stopped. Also, another room started to have the same problem. In the second room, the same network cable was not properly attached to the bedside monitor. They also replaced this cable making sure it was securely attached to the bedside monitor and the hyper isolation transformer. Both issues were resolved. Patient information and bsm-6301a and the bsm-1700 series serial number and model information was not provided by the customer. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available concomitant medical products: concomitant medical device: the following device(s) were being used in conjunction with the bsm-6301a, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station: model: ni, sn: ni. Bedside monitor: model: bsm-1700 series model ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that exam room 18 was losing patient name approximately every two hours. This forces the biomed and the staff to re-enter the patient data. When at the central nurse's station (cns), they noticed a message displayed 'data interrupted', then 'date receiving' as if it were back filling data. It intermittently was going into communication loss. Nihon kohden technical support (tech support) asked about software versions for all devices connected in exam room 18; but since the patient is positive for covid, they could not provide the software versions for the cns, and the bedside monitors bsm-6301a and the bsm-1700 series. The biomed later stated that this issue has been resolved. They stated it was an intermittent problem in the exam room. The exam room had a bsm- 1700 series mated to a bedside monitor. The cns would show communication loss, and then the patient name would disappear on the cns. The biomed found that the network cable from the bedside monitor to the hyper isolation transformer was damaged. This cable was replaced and the problem has stopped. Also, another room started to have the same problem. In the second room, the same network cable was not properly attached to the bedside monitor. They also replaced this cable making sure it was securely attached to the bedside monitor and the hyper isolation transformer. Both issues were resolved. Patient information and bsm-6301a and the bsm-1700 series serial number and model information was not provided by the customer. No patient harm reported.